Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the permanent cautery hook instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, permanent cautery hook (pch) instrument had a broken cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated there was no functional issues with the cautery instrument, including no arcing, smoking, sparking, or loss of energy. There was no thermal damage, and no material was missing or detached from the instrument. No fragments fell inside the patient¿s anatomy, and there were no patient injuries related to the event. The issue was resolved by using a backup instrument. There are no photographic images or videos available for review, but the instrument is available for return to isi for further evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a derailed grip cable from its normal position at the distal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Additionally, the instrument was found to have a broken distal clevis at the idler pulley of the clevis. The broken piece was not returned, measuring roughly 0.52mm x 0.17mm in size. Clevis shows abrasions or scratches on the outer surface. Components adjacent to the broken do not show damage. The instrument was also found to have a detached fragment at the distal tip. A piece measuring proximately 0.52mm x 0.17mm was not returned with the instrument.